Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, placed the stim on the nerve, but got no response. They double checked the tube and electrode and still had no response. The user then resected further on the nerve and increased the stim, still getting no response. User removed the thyroid using his knowledge and checked again, this time the device was getting a response. Trivantage tube was being used. It was a larger tube than is ideal for the size of the patient. Surgery was extended for less than an hour. There was no impact to the patient. The user used size 7 for the procedure. There was no trouble shooting done except increasing the stimulus, lowering threshold, checking tube placement, and ensuring electrode were placed correctly. Facility did not change the tube mid-case.